Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(6) caller has an 8100 module giving him an intermittent check IV set error. Sn: (B)(6) failure device type: failure problem type: failure mode: case resolution: biomed replaced the pressure sensors and still getting intermittent check IV set alarms. Recommended next time to open the door and see if the error goes away or changes to a different alarm. If alarm goes away, replace logic board. If alarm changes, replace ail. Biomed will conduct repair and call back if further assistance is needed. Ref:_00d30y0yr._5000l1s88iz:ref

Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error check IV set. Account name: (B)(6) hospital. Account #: (B)(4). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving him an intermittent check IV set error. Sn: (B)(4). Case resolution: biomed replaced the pressure sensors and still getting intermittent check IV set alarms. Recommended next time to open the door and see if the error goes away or changes to a different alarm. If alarm goes away, replace logic board. If alarm changes, replace ail. Biomed will conduct repair and call back if further assistance is needed. Ref:(B)(4).